Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.